Manufacturer narrative:
The self-check indicated an electrode plate failure error. Upon inspection, the electrode plate was discovered to be dirty. The customer was instructed to clean the electrode plate, and upon re-inspection, it was functioning normally. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device failed testing. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporting phone #: (B)(6).